Manufacturer narrative:
Block e1: initial reporter: we completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient, that is enrolled in a clinical trial experienced inadequate stimulation from the spinal cord stimulator (scs) system lead, due to lead migration. Reprogramming was attempted but did not provide adequate stimulation. The patient underwent a revision procedure of the lead. Additional information was received stating that the patient was hospitalized for the revision procedure and discharged the same day. The relationship of the event to the device was noted as probable, and the patient is recovering and the event is resolving. It was additionally reported that the patient fell and that the fall caused the lead to migrate, worsening the patients' pre-existing pain.

Manufacturer narrative:
Block e1: initial reporter: we completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted. Block d2b pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: infinion cx lead kit, 50cm. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7078608. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient, that is enrolled in a clinical trial experienced inadequate stimulation from the spinal cord stimulator (scs) system lead, due to lead migration. Reprogramming was attempted but did not provide adequate stimulation. The patient underwent a revision procedure of the lead. Additional information was received stating that the patient was hospitalized for the revision procedure and discharged the same day. The relationship of the event to the device was noted as probable, and the patient is recovering and the event is resolving. It was additionally reported that the patient fell and that the fall caused the lead to migrate, worsening the patients' pre-existing pain. It was further clarified that the lead was explanted and replaced with a new device, and will not be returned for analysis as it was disposed of by the facility, and that the relationship to the device and or stimulation and procedure is unlikely. Additional information was received that a second lead was explanted during the procedure, and was also disposed of by the facility.

Event description:
It was reported that patient, that is enrolled in a clinical trial experienced inadequate stimulation from the spinal cord stimulator (scs) system lead, due to lead migration. Reprogramming was attempted but did not provide adequate stimulation. The patient underwent a revision procedure of the lead.

Manufacturer narrative:
Block e1: initial reporter: we completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that the patient, that is enrolled in a clinical trial experienced inadequate stimulation from the spinal cord stimulator (scs) system lead, due to lead migration. Reprogramming was attempted but did not provide adequate stimulation. The patient underwent a revision procedure of the lead. Additional information was received stating that the patient was hospitalized for the revision procedure and discharged the same day. The relationship of the event to the device was noted as probable, and the patient is recovering and the event is resolving. It was additionally reported that the patient fell and that the fall caused the lead to migrate, worsening the patients' pre-existing pain. It was further clarified that the lead was explanted and replaced with a new device, and will not be returned for analysis as it was disposed of by the facility, and that the relationship to the device and or stimulation and procedure is unlikely.

Manufacturer narrative:
Block e1: initial reporter: we completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that patient, that is enrolled in a clinical trial experienced inadequate stimulation from the spinal cord stimulator (scs) system lead, due to lead migration. Reprogramming was attempted but did not provide adequate stimulation. The patient underwent a revision procedure of the lead. Additional information was received stating that the patient was hospitalized for the revision procedure and discharged the same day. The relationship of the event to the device was noted as probable, and the patient is recovering and the event is resolving.